Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 2110598721234591.

Event description:
It was reported that the patient was experiencing discomfort due to the stimulation. It was also stated that the stimulator was not helping with the pain areas. The patient underwent an explant procedure wherein all devices were removed and were discarded.